Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called in reporting left side "pain", "it feels hard to the touch", "a tearing sensation when I lift my arm" and "leak." The device remains implanted.